Event description:
The ortho provue gave false negative results for a proficiency sample that was positive in manual gel. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and checked the centrifuge speed, incubator temperature, and external thermometer. All were good within specification. The fe replaced the syringe. The customer ran and accepted qc without any issues. Repairs have returned this instrument to expected operation. (B)(4).